Event description:
It was reported that the pump does not register syringes that are placed in the holder. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The suspected device was returned for evaluation. Review of the event history log (ehl) showed an invalid syringe size alarm. The device was visually inspected. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was due damage to the device. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing.